Manufacturer narrative:
Concomitant product(s): product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8711, lot# n154012034, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported that the patient had intermittent problems with their old pump in 2012. The pump was replaced. Those issues started 8-9 months before the pump was replaced. The pump was infusing dilaudid (hydromorphone). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.